Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an open myomectomy procedure on (B)(6) 2010. During the procedure, the needle tip was missing during closure of the uterine layer. An x-ray was performed and the needle tip was not found to be in the pt. There were no adverse pt consequences reported.